Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo lesion of the mid circumflex artery, the xience v stent delivery system (sds) could not cross the lesion. After removal from the anatomy it was noted the stent strut was broken. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A 2.5 mm x 15 mm xience v sds was used in the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the stent implant, on the balloon, and on the shaft, which is consistent with advancement into the body. There was no contrast visible. The implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were no broken struts on the stent implant as reported; however, there was a bent strut on the stent implant. It is most likely that the account inadvertently reported a bent strut as a broken strut. In this case, the lesion was described as moderately tortuous and heavily calcified, which likely contributed to the reported failure to advance/cross the lesion and stent damage. There were multiple bends in the shaft. Since these damages were not noted during inspection prior to use or included in the incident complaint, they likely occurred during the procedural attempts to cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors that may contribute to stent damage include but are not limited to, handling during manufacturing, handling during preparation for use, handling during the procedure, and/or interactions with the lesion/anatomy and accessory devices. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, a sampling of units is tested to verify product quality before lot release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.